Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, removal difficulties and stent dislodgement occurred. Access was obtained through the femoral artery. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Without predilating, a taxus liberte stent delivery system (sds) was advanced on a non-bsc guidewire but did not cross the lesion. After several unsuccessful attempts to cross the lesion, the physician tried to withdraw the sds into the non-bsc guide catheter but the stent got stuck at the end of the guide catheter. The force used to remove the sds caused the guide catheter and guidewire to move out of position and the stent dislodged. The stent came off the delivery balloon in the aorta and remained on the guidewire. The attempt to snare it out was unsuccessful. The stent embolized to the leg and remains there without causing complications. To complete the procedure, the physician dilated the lesion and then successfully placed another of the same size taxus liberte. No additional patient complications were reported and the patient's current condition is listed as "stable".

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).